Event description:
It was reported that the patient was having a lot of issues following his most recent programming session, including weakness and jerking on the left side of his body. Eventually the patient was in constant motion on the left side and the left side of his mouth was hanging down. The patient's clinic advised increased medications, which made the patient sleepy, and it was noted that the patient had fallen five times since the change in programming. The patient was seen on (B)(6) and no malfunctions were seen. The patient was reprogrammed and his outcome was reported as much better.

Manufacturer narrative:
(B)(4): lead model 3389s-40, lot# v574965, implanted: 2010-(B)(6), explanted: na; lead model 3389s-40, lot# v574965, implanted: 2010-(B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na; programmer model 37642, serial# (B)(4).